Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. Fluid was able to flow through the fluid path during investigation. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. It is unknown how or when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose levels rose to 351 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). As treatment, the patient changed out the pod.